Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was implanted on (B)(6) 2013 during an egd (esophagogastroduodenoscopy) procedure with esophageal stent placement. According to the complainant, the indication for stent placement was to treat a mid-proximal esophageal stricture due to a tumor. The patient's anatomy was not tortuous; however, the stricture was very tight. During the procedure, a gastroscope was unable to pass through the tight stricture; therefore, the lesion was pre-dilated with a 12mm balloon. The stent was then deployed, however, one area of the stent did not appear to fully open, as it had bowed. The doctor wanted to remove the stent, however, after re-inserting the scope the patient was immediately uncomfortable and had distress. Therefore, stent removal was not attempted. After the procedure, on (B)(6) 2013, the patient was admitted to the hospital for pain control. On (B)(6) 2013, the patient was discharged from the hospital as she was able to tolerate diet and fluid. The stent had fully opened and was straight; however, when the bowed section of the stent straightened out, the placement became too proximal. The patient was still experiencing discomfort, so she was referred to another medical facility. The facility has initially looked to see if the stent could be removed but the stent had tumor ingrowth fixing it in position. The complainant was unable to provide details pertaining to further treatment for this patient.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the reported issue of stent positioning issue. (B)(4) for the reported issue of stent failed to expand. (B)(4) for the reported issue of tumor ingrowth in stent. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.